Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete customer name is (B)(6) hospital. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were getting an alarm 28 that says patient temperature 2 probe out of range. The patient temperature 2 was not registering on the arctic sun device. They have tried using a nasopharyngeal probe and a foley probe, however neither were reading. Explained it might be a bad temperature cable. Nurse stated that they did not have any extra temperature cables, and this was the only machine in the hospital. Nurse has everything unplugged because they were about to take the patient to CT. Nurse tried plugging in the temperature probe to the patient temperature 2 cable and resumed therapy to see if it would read, the patient¿s temperature was now reading on the machine. Temperature did not seem to fluctuate and was correlating with patient temperature 1. Suggested nurse to take the patient to the procedure and call back when they get the patient reconnected to the device. Nurse would call back if the temperature did not read or if they get the alarm again.

Event description:
It was reported that the nurse stated that they were getting an alarm 28 that says patient temperature 2 probe out of range. The patient temperature 2 was not registering on the arctic sun device. They have tried using a nasopharyngeal probe and a foley probe, however neither were reading. Explained it might be a bad temperature cable. Nurse stated that they did not have any extra temperature cables, and this was the only machine in the hospital. Nurse has everything unplugged because they were about to take the patient to CT. Nurse tried plugging in the temperature probe to the patient temperature 2 cable and resumed therapy to see if it would read, the patient¿s temperature was now reading on the machine. Temperature did not seem to fluctuate and was correlating with patient temperature 1. Suggested nurse to take the patient to the procedure and call back when they get the patient reconnected to the device. Nurse would call back if the temperature did not read or if they get the alarm again.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The patient temperature 2 was not registering on the arctic sun device. They have tried using a nasopharyngeal probe and a foley probe, however neither were reading. Explained it might be a bad temperature cable. Nurse stated that they did not have any extra temperature cables, and this was the only machine in the hospital. Nurse has everything unplugged because they were about to take the patient to CT. Nurse tried plugging in the temperature probe to the patient temperature 2 cable and resumed therapy to see if it would read, the patient¿s temperature was now reading on the machine. Temperature did not seem to fluctuate and was correlating with patient temperature 1. Suggested nurse to take the patient to the procedure and call back when they get the patient reconnected to the device. Nurse would call back if the temperature did not read or if they get the alarm again. The instructions-for-use under are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The complete facility name is (B)(6) hospital. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.